Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by use error. The indications in the instructions for use (IFU) states, "the alexis o wound protector/retractor is a device that allows the surgeon to access the abdominal cavity through an atraumatically retracted wound, providing maximum exposure with minimum incision size." The indications in the instructions for use (IFU) also states, "in addition, indicated sizes may be used to access the thoracic cavity or other soft tissue retraction during cardiac and general surgical procedures." The event unit was used in a hip arthroplasty procedure, which indicates that the device was used off label. It is likely that the sheath tear was caused by an instrument or object (such as the bone rasp) that came into contact with the sheath, resulting in a hole or tear. As the sheath experiences stresses during use, it is possible that the hole or tear propagated through the sheath. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hip arthroplasty. Event description: alexis was used as a wound protector during a hip replacement. While inserting the bone rasp the sheet of the alexis got damaged. Information provided by applied medical representative in person 9nov2022: no additional information available as the customer mentioned it in passing and does not remember the details. Intervention: no additional intervention required. Patient status: no patient injury has been reported.

Event description:
Procedure performed: hip arthroplasty. Event description: alexis was used as a wound protector during a hip replacement. While inserting the bone rasp the sheet of the alexis got damaged. Intervention: no additional intervention required. Patient status: no patient injury has been reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.